Event description:
Hematoma, swelling and drainage. Exchange of poly. Patient noticed when looking at wound. This was noticed after tka about a couple of weeks after. Dr cleaned out wound on (B)(6). Re-admitted patient again with same issues and noticed bleeding .

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding persistent haematoma involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned for review. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the reported persistent haematoma could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Hematoma, swelling and drainage. Exchange of poly. Patient noticed when looking at wound. This was noticed after tka about a couple of weeks after. Dr cleaned out wound on (B)(6). Re-admitted patient again with same issues and noticed bleeding .